Event description:
It was reported that the patient experienced significant chest pain in the night following the implant procedure. It was also observed that the ra sensing value had also dropped and changed with patient movement. Diagnostic imaging was performed and confirmed a pneumothorax. The patient remains hospitalized to monitor symptoms and no additional information is available regarding this event.